Manufacturer narrative:
Baxter received the device. The reported condition could not be verified as evaluation did not properly assess for the reported condition of issue with overflow. The device will be required to pass all calibration and testing prior to being returned to the customer.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced over infusion during preventative maintenance testing in the biomed service department . There was no patient involvement. No additional information is available.